Event description:
It was reported the seat frame on the in08ahanfr manual wheelchair has broken.

Manufacturer narrative:
(B)(4) issued MFR. Report # 1531186-2013-03310 indicting the awareness date as (B)(4) 2013 and the due date as (B)(4) 2013. The correct date of this report and date facility / importer was aware is (B)(4) 2013. The correct due date is (B)(4) 2013, submission was made on (B)(4) 2013.